Event description:
It was reported patient death occurred . A left atrial appendage (laa) closure procedure was being performed around noon. The patient was dosed with 4000 units of heparin before transeptal crossing and another 4000 units of heparin post transeptal puncture. Intracardiac echocardiography (ice) was used in place of transesophageal echocardiogram (tee) and conscious sedation in place of intubation. Initial activated clotting time (act) came back at 254 seconds. Pre procedure appendage image negative for thrombus and effusion. The transeptal puncture was performed. Prior to the watchman access system was being introduced into the patient, the patient experienced a hypertensive spike and period of apnea. Anesthesia was monitoring conscious sedation and was able to bring down their blood pressure and provide respiratory support as needed. The procedure continued and a 33mm watchman closure device was successfully implanted. After release of the closure device, the anesthesia was not able to wake up the patient. An interventional radiologist (ir md) was called to the room immediately and several angiograms were performed while the patient was still on the table. The physician then determined there was an occlusion of the vertebral artery. At this point, the ir md opted to have the patient moved to the neurological interventional lab for clot removal. While the ir md was working to remove the clot, he perforated the basilar artery which he states is fatal. The patient expired the next day. The physician believed that the clot is what caused the hypertension and period of apnea due to its location.